Event description:
It was reported that as surgeon was advancing the closed head iliac screw, four different shafts broke. This is due to the excessive force/torque needed to advance such big screws. The first one broke at the tip. Second and third one was stripped at the tip. The entire shaft broke in half on the fourth one.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the manufacturing records were reviewed and there were no relevant issues found during the manufacturing process. The returned device was inspected and confirmed to have a torsional deformation. It is likely that the patient bone density and hole preparation contributed to the reported to the reported event. However, no follow up information was received, so information about these key factors is unknown. Conclusion: the root cause of the customer reported event could not be determined conclusively.

Event description:
It was reported that as surgeon was advancing the closed head iliac screw, four different shafts broke. This is due to the excessive force/torque needed to advance such big screws. The first one broke at the tip. Second and third one was stripped at the tip. The entire shaft broke in half on the fourth one.